Event description:
The tibial component was revised for unknown reasons. The patellar component was also revised at this time.

Manufacturer narrative:
Summary of evaluation: the devices could not be evaluated, as they have not been returned to howmedica.